Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of 40 mg/dl and current blood glucose was 116 mg/dl. Customer stated that, when she woke up and saw her blood glucose that low she suspended it and then took her tubing off. Customer stated that, today when she woke up her sensor said 256 mg/dl and then she did not feel right and her blood glucose was 40 mg/dl. Customer treated low blood glucose with apple juice. Based on customer report customer does not allege pump was over delivering. Customer does not report consecutive change sensor alerts with different sensors. Customer received a change sensor alert after a calibration not accepted. The device will not be returned for analysis.